Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number (B)(4). Batch number 555893) was returned for evaluation. The returned driver was examined under magnification and had physical batch number 555893. The broken driver tip was also returned. The broken driver was 3.359" long indicating that the fracture occurred approximately .021 inches from the end of the driver. Additionally, the remaining visible hexalobe ridges on the broken tip portion were twisted and the fracture angle was approximately 45 degrees, indicating a torsional fracture. The returned product description indicated the driver was damaged during removal surgery. During screw removal the amount of bone growth and adherence to the screw were factors contributed to excessive torsional force which can cause the twisting and hexalobe tip fracture observed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a removal surgery, the surgeon broke the driver tip. The screw was removed using another driver tip after a 10-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00380 for the driver involved in this event.